Event description:
It was reported that shaft break occurred. A 4.00 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, it was noted that the device failed to cross the lesion and the shaft was separated. No patient complications were reported.